Manufacturer narrative:
Final device analysis revealed insufficient bond of the catheter access port. The catheter access port was detached from the pump when it was received.

Event description:
The patient's device was explanted. No information was provided. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported; device analysis revealed morphine. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.